Event description:
It was reported that while performing an atrioventricular nodal reentrant tachycardia (avnrt) procedure at temperature control mode, the physician complained that the temperature goes beyond the set limit. The customer noticed this issue during the procedure and replaced the ep - shuttle rf generator system - 100w to complete the procedure. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The temperature was set at 43 celsius and the power at 30 watts. When the physician was ablating, he noticed the temperature went beyond the 43 celsius and reached 48 celsius. The power export value was 28-30 watts. It was intermittent. The issue did not happen in every procedure. There was no error code or warning messages displayed. The patient's condition was good in the procedure. The bwi field representative replaced the catheter extension cable and checked the ep - shuttle rf generator system - 100w setting. The physician performed 4 to 5 procedures without this issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrioventricular nodal reentrant tachycardia (avnrt) procedure at temperature control mode, the physician complained that the temperature goes beyond the set limit. There was no error code or warning messages displayed. The customer noticed this issue during the procedure and replaced the ep-shuttle rf generator system - 100w to complete the procedure. There was no patient injury reported in this case. The ep-shuttle rf generator system - 100w was sent in for evaluation in order to recreate the reported condition and it was found that the mdv and miltitemp boards were defective and the issue was resolved by replacing them. Function test and preventive maintenance were performed to the unit. The device history record (DHR) for ep-shuttle rf generator system - 100w serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.